Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Reporters phone number was not provided. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the compact air drive device had a worn motor and would not run. It was further determined that the device failed pretest for check the function of the device, and check the power with the power test bench. Therefore, the reported condition that the device stopped working was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear. UDI ¿ (B)(4).

Event description:
It was reported from india that during an unspecified orthopedic surgical procedure it was observed that the compact air drive device stopped working. It was reported that there was a 15-minute delay in the procedure due to the event. It was reported that there was an unspecified spare device available for use, and the procedure was successfully completed. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.